Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic representative. The analysis found that the logs contained no information relevant to the root cause of the anomaly. Analysis of the suspect exams found that the exams used with the reported issue were not to protocol leading to an improper registration technique being performed. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, following patient registration, an inaccuracy of 3-4cm was discovered after 40 minutes in the procedure. The site re-registered the patient and completed the case. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.